Manufacturer narrative:
The insulin pump was received with a display anomaly due to cracked and bleeding lcd glass; also unable to perform displacement test due to cracked and bleeding lcd glass. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was partially blank. Customer's blood glucose was not reported. Insulin pump would be replaced.